Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent transpedicular stabilization of thoracolumbar spine due to degenerative disease of the spine. Post-op, set screw was pulled out from the screw cup. The patient underwent revision surgery for the replacing of the screw and set screw. Patient complications as a result of this event were reported as unknown.

Manufacturer narrative:
Product analysis: visual and microscopic examination of the complaint return set screw witness marks atypical in comparison with bench comparison sample. Set screw threads do not show evidence of misalignment or cross threading. Microscopically examined set screw rod interface node and surface; the rod interface node surface witness marks, and morphology of node deformation are atypical, in relation to the bench comparison samples. Conclusion: the above observations are consistent with incomplete / angulated seating of the rod during final tightening. If information is provided in the future, a supplemental report will be issued.